Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and verified the water bath level, cell wash level, mixer alignments, and gear pump head pressure. He also cleaned the mixer and performed a photo check and cell blank with acceptable results. He performed sample and reagent probe alignment and adjustments. After service, no further issues were reported by the customer. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable calcium result from one patient sample tested on the cobas 8000 c702 module. The initial result was >5 mmol/l. The repeat result was 2.42 mmol/l.